Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a bard-parker blade cracked while in use. The incident occurred at the user facility. No sample and no lot number was provided for evaluation. Photographic evidence of the defect was provided for review. After evaluation, most probable root cause could have been during the stamping or grinding process. Due to no lot number being provided, DHR review could not be performed. However, photographic evidence confirmed the condition of the blade. Packaging process has established controls to mitigate broken or cracked blade condition, including a ¿medio¿ blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by end user during surgery process could also cause blade condition. The following controls are in-place to mitigate this condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. A sample and lot number was not provided. However, if a sample is returned and if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a bard-parker blade cracked while in use. The incident occurred at the user facility. This report was filed in our complaint handling system as complaint #(B)(4).